Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data and device history record review of alinity I total b-hcg reagent lot 69246ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data for the alinity I total b-hcg assay did not identify an increase in complaints. Additionally, an increase in complaint activity was not identified for reagent lot 69246ud00. Historical performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot within the established limits and comparable to historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent lot 69246ud00.

Event description:
The customer observed false positive alinity I b-hcg results on one patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial= 240.90 miu/ml (> 25.0 iu/l =positive) /repeated twice= < 2.30 miu/ml (< or =5.0 miu/ml=negative). There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I b-hcg results on one patient. The results provided were: on (B)(6)2025, sid (B)(6), initial= 240.90 miu/ml (> 25.0 iu/l =positive) /repeated twice= < 2.30 miu/ml (< or =5.0 miu/ml=negative) there was no reported impact to patient management.